Event description:
It was reported that the ilet displayed abnormal visual artifacts consisting of bars and lines and became unresponsive to touch, prompting shipment of a replacement device. Symptoms included no physiological effects, and the user¿s blood glucose remained in range without hypoglycemia or hyperglycemia. Outcomes included no alerts or alarms and no need for medical care. Investigation included collection of device identifiers, shipment verification, and request for a screen photograph to assess the display condition. Investigation of this device revealed a suspected display or user interface malfunction consistent with a hardware screen visibility issue on the ilet main unit. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display subsystem.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.